Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient faced adhesive issues due to insuline leakage occurred in the qr part of the site. The event occurred within four days of insertion. The location of bleeding site was abdomen. No further information was available.